Event description:
It was reported that this right ventricular (rv) lead, part of a recently implanted cardiac resynchronization therapy defibrillator (crt-d) system, exhibited noise with over-sensing, pacing inhibition, and loss of capture (loc) at 3v at 1ms. The signals appeared regularly, and could be over-sensed right atrial (ra) activity. No shocks were delivered, however several bursts of inappropriate anti-tachycardia pacing (atp) and seven diverted shocks were observed in the ventricular fibrillation (vf) zone. In addition, rv pace impedance measurements were in the low 300 ohms range. It was noted that the patient was pacer dependent and in chronic atrial fibrillation (af), however the patient appears to have conduction through the observed noise as well. Technical services (ts) reviewed troubleshooting options and possible causes. Therapy was turned off. Additional information received reported that this rv lead was explanted and replaced. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120226 and mw5120228.